Manufacturer narrative:
The device is currently undergoing analysis. When additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) displayed an increase in charge time and a decrease in battery voltage. Charge time and battery voltage remained within specifications. No adverse patient effects were reported. Subsequent information indicated that the device declared a battery status of end of life (eol) after displaying a charge time of greater than 30 seconds with a monitoring voltage of 2.55 volts. The patient was seen for a device changeout procedure where the device was explanted and replaced. There were no adverse patient effects reported. The device has been returned for analysis.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two charge times greater than the charge time limit. End of life (eol) was declared following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, eol was reached earlier than expected due to a higher-than-typical buildup of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed.